Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). After a non-bsc guidewire was advanced to cross the lesion, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced towards the lesion. While advancing the balloon over the guidewire, the physician did not see the balloon advancing trough the wire. The balloon was removed and was found to be broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of an nc quantum apex balloon catheter in two pieces. The balloon was loosely folded. Microscopic and tactile inspection revealed numerous kinks in the hypotube, and the shaft was separated 57.5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). After a non-bsc guidewire was advanced to cross the lesion, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced towards the lesion. While advancing the balloon over the guidewire, the physician did not see the balloon advancing trough the wire. The balloon was removed and was found to be broken. The procedure was completed with a different device. No patient complications were reported.